Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that, the customer had high blood glucose of 25 mmol/l. Customer stated that, last night they have been showing low on the sensor glucose readings so they treated it but upon checking on the blood glucose meter it's already high. The device is not expected to be returned for analysis.